Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at time of incident and current blood glucose 262 mg/dl. The customer treated with blousing with the pump and manual injection. The customer stated that the drive support cap was flush. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The customer was advised to monitor and to follow up with his health care professional. The insulin pump will not be returned for analysis.